Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. It was reported that while the physician took the bifurcated stent graft delivery system out from the sterilization packaging, the rear handle fell off. The physician commented that the handle was not firmly fixed to the delivery system. The physician successfully deployed the stent graft without the rear handle. There was no patient injury. The delivery system was returned and it's evaluation has been completed. The sheath was straight without kinks. The slider was 1mm open. The wheel was 3mm forward from the end of rear grip handle. One tab on the wheel was pushed in. The spindle was not recaptured into the sleeve. There was a gap between the tip and the graft cover due to rear grip handle not in the correct position. The slider was returned to the home position and the gap at the tip remained. The rear grip handle was disassembled and it was noted, it was not in the correct position, likely when reconnected by the user. The wheel was half way on the wheel screwgear. When the wheel was returned to the starting position, the gap between tip and graft cover closed. The complaint is confirmed.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (use of a broken device). Conclusion: operational context contributed to event (use of a broken device).